Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and received: they opened up the device and it would not fire.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by ¿can¿t fire properly?¿ was the device not able to fire a clip?

Event description:
It was reported that during an unknown procedure, device was opened which jammed, would not fire properly, had malformed clips. The procedure was successfully completed. There were no patient consequences reported.